Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s drug infusion device. The drug being delivered was 500 baclofen (unknown) at 24 mcg/day. The reason for use was not reported. It was reported that several weeks ago the patient had been on 40 mcg/day and they programmed the pump to minimum rate and they went into withdrawal. It was "mild withdrawal, it wasn't bad" and they then programmed it to 24 mcg/day. Caller noted that the baclofen "isn't doing much for him" and they are weaning the patient off of the intrathecal baclofen and looking to remove the pump. Caller redirected to follow up with the hcp to discuss options for programming pump or possibly performing system contents removal procedure. There were no further complications reported/anticipated.